Event description:
The vacuum disposable cup was used but the vacuum did not work. On the inspection the accessory attachment was noted to be missing 2 black "o" rings and was unable to be securely attached to the vacuum tubing. Other vacuum disposable cups were found to have this problem. The MFR was notified and will follow-up w/ an on-site visit. The other devices missing the rings were removed from service and secured.